Event description:
It was reported that the user received an occlusion alert, performed a supply change, and noted hyperglycemia after a meal announcement that occurred during the occlusion; the user later confirmed no observed kinks or leaking and is using a contact detach infusion set (23", 6 mm). Symptoms included elevated blood glucose with a cgm value of 346 mg/dl and a concurrent fingerstick reading of 282 mg/dl, with trace ketones. Outcomes included self-management without hospitalization, including supply replacement, ketone testing, and allowing the ilet to deliver insulin to return glucose to range. Investigation included follow-up calls to assess the last supply change and potential infusion set issues. Investigation of this case revealed that the precise cause of the hyperglycemia was unclear, with no confirmed device or infusion set malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.